Event description:
Patient received 4 shocks for an atrial arrhythmia. Device was in back-up mode. Patient has been receiving daily radiation therapy for 2 weeks. Patient has 4 more weeks to go. Device was brought out of back-up mode and old parameters restored, and follow-up performed. Device remains implanted.